Event description:
Patient reported left side "pain, device migration (bottoming out), causing shoulder misalignment and backache, swelling of the right side of the left breast, fatigue, exhaustion and capsular contracture baker grade IV". Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported, left capsular contracture, baker grade IV "pain", "device migration (bottoming out)", and "swelling of side of breast". Patient also reported, "backache", "causing shoulder misalignment", and "fatigue, exhaustion". All of which, are non device related. The device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, pain: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Edema: unable to observe, since it is a medical event. And is not related to the device. Migration: unable to observe, since it is a medical event. And is not related to the device. Varied injuries-ndr: not applicable, as the event is not related to the device. Pain -ndr: not applicable, as the event is not related to the device. Malaise -ndr: not applicable, as the event is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided.

Event description:
Patient reported, left side "pain. Device migration (bottoming out), causing shoulder misalignment and backache, swelling of the right side of the left breast, fatigue, exhaustion. And capsular contracture, baker grade IV". Device was explanted.